Event description:
It was reported that the patient presented in clinic for a follow-up and regular syncope. Upon review, it was discovered that the right ventricular lead exhibited failure to capture and failure to sense. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.